Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported shaft kink was not confirmed; however was likely kinked prior to separating post procedure. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on visual analysis of the returned device and the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement of a 2.25 x 20 mm nc trek, the shaft kinked and after removing from the anatomy the shaft separated into two pieces. A 2.0 x 20 mm mini vision was being advanced to the lesion when the stent struts flared. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.